Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was damaged. Per the caregiver the damage was "a hair like size" crack. The caregiver stated that when they tried to put on the minicap on the transfer set, they noticed that the povidine iodine leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured 5/16/18- 5/25/18. One used sample was received for evaluation and could not be evaluated due to the condition of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.